Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that they had weekly pain in their replaced hip joint for approximately three years after receiving the implant, and suffered from lower back, high thigh, and buttock pain. They also reported clicking noises coming from the hip for over a year prior to revision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed